Event description:
It was reported that: "2.5 x 180mm drill broke off in the patient tibia. The drill bit was inserted through the drill sleeve through a 1/3 tubular plate for a syndesmosis screw. The drill bit broke off in the patient tibia, drill bit was left inside the bone. New drill bit was used and screw were placed through the plate in the fibula into the tibia."

Manufacturer narrative:
Additional information has been requested. Once the investigation has been complete any additional information will be reported in a supplement.